Manufacturer narrative:
(B)(4). At this time, (B)(4) has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displayed transducer fault (xdcr fault) alarms. The customer performed troubleshooting, but the issue was not resolved and was taken out of service. The customer reported the exhalation differential transducer failed. The reported issue occurred during patient use, the customer reported once the unit alarmed xdcr fault, the unit was replaced and alternative ventilation was provided. The customer reported that the user facility confirmed that the patient past away long after the reported issue, not as a direct result of the malfunction but rather due to the nature of his injuries. The customer stated that the exact date of the patient passing death was unknown.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component was unable to be confirmed and duplicated. The unit operated without fault. There are no recorded faults as described in the reported event.